Event description:
It was reported that the pt had a successful carotid stenting in 6/2005. In 2005 the pt suffered a massive mi, and cardioversion was performed; however, the pt died. It was reportedly not related to the product or the carotid stenting procedure. The pt was known to have severe coronary artery disease.